Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer discussed their sample handling process and stated that the sample tube was not a full tube and was centrifuged using a stat centrifuge, which was slanted. The customer believed there was cellular contamination in the sample. The original sample was repeated and the redraw sample was run on the same instrument and resulted as expected. The cause of the discordant creatinine and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated creatinine and potassium results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The patient received a hemodialysis stat catheter and was prepared for dialysis treatment. The patient was redrawn and the redraw sample was tested on the same instrument, resulting lower for both creatinine and potassium. The original sample was then repeated on the same instrument and results were similar to the redraw sample results. The corrected results were reported to the physician(s) before dialysis treatment was started. There are no known reports of adverse health consequences due to the discordant results.